Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
It was noted that the lead was retained by the explanting hospital; therefore out of boston scientific possession. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, the physician was not able to get the lead in a good position. Then the patient experienced a stroke during the procedure. The lead was removed, and the patient was admitted to the hospital for observation. No additional adverse patient effects were reported.